Event description:
See manufacturer # 3004209178-2010-01631. The pt experienced a return of shaking when he turned the tv on and off. There was a problem with the pt programmer. He was unable to adjust stimulation. The neurostimulator battery indicator light would not light up. It was verified that the battery was good. Add'l info has been requested.

Manufacturer narrative:
(B) (4).